Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed from the films provided; however, the exact cause and type of the endoleak could not be fully determined . Angiograms (including endoleak interrogation) could allow for a more comprehensive determination of the endoleak subtype, source/cause, but this was not available for review . There was adequate proximal and distal seal noted, so a type ia or ib endoleak are not considered to be a factor. A type iiia junctional endoleak does not seem likely as there appeared to be sufficient component overlap of at least three stents between the main body and limb. A type iii fabric endoleak would be less likely to have occurred so soon after the index procedure, and analysis of the returned films did not reveal any obvious anatomical anomalies such as excessive calcification that may have led to this, but its possible occurrence can not be fully ruled out. A type IV blush endoleak caused by fabric porosity also may have been a factor and there is primarily evidence of likely type ii endoleaks due to the patent collateral vessels observed to be feeding the aneurysm sac. Analysis of the return films did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 47mm aaa. A type IV endoleak was seen at the end of the procedure. It was reported 4 days post the index procedure; CT scan showed a suspected type iiia endoleak. The physician felt there was sufficient overlap between the bifurcate and limb at the time of implant. The aaa abdominal beat had also weakened where the pulsation of the aorta had weakened compared to before the stent graft placement. It was also said it is possible there still is a type IV endoleak due to the CT being taken 4 days post the index procedure but this cant be confirmed. The patient was discharged without any treatment and follow up will be continued. Per the physician the cause of the possible iiia endoleak could not be determined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1616c124ej, serial/lot#: (B)(6), ubd: 21-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.